Event description:
It was reported that during a generator replacement procedure that the atrial lead was found with insulation breach. The physician did not see this issue as any importance and completed the procedure. There were no patient consequences.